Event description:
It was reported that during blood draw using bd vacutainer® sst¿, an unspecified number of tubes are expelled from the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 investigation summary: bd received three (3) photos for investigation. The analysis of the customer photos show that no tube push off is observed. Retention samples were unable to be tested as they had passed their expiration date. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.